Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned, which confirmed the inability to close the clip. This appears to be due to a bent and not fully seated threaded stud. Bending force was applied to the device; however, the source of the bending force is unable to be determined. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the inability to close the clip. A query of the complaint handling database for the reported lot revealed no other incidents for inability to close the clip were reported for this lot. Based on available information for this lot, the root cause is inconclusive as to when the bending force was applied. This type of reported event will continue to be monitored per local quality system procedures.

Event description:
This report is filed based on the returned device analysis that the clip could not be closed, which, if it occurs during use, has the potential to cause or contribute to patient injury. It was reported that when the clip delivery system (cds) was removed from the box, the clip was noted to be very inverted. During device preparation, closing the clip was difficult and once the clip was closed, it would not open. The device was set aside and not used. The procedure was completed with a new cds. Mitral regurgitation was reduced from 3 to trace with one clip. No additional information was provided. Returned device analysis found the clip could not be closed.